Event description:
It was reported that the customer was treated by paramedics, due to hypoglycemia. The customer's blood glucose reading was 60 mg/dl at the time of the event. The customer stated that she had surgery on the day of the event. At the time of the report, the escape button on the insulin pump was unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.